Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the matrix drawer was failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary matrix drawer 2 failed to open due to a faulty rail. The field service engineer found that the left and right slides were missing from the bearing cage. The fse replaced the slides to fix the problem. The system functioned as intended after the field service engineer repaired the device.